Manufacturer narrative:
Corrected fields: b3: date of event (ni). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the video cable was broken and therefore the image was green. The fiber bonding in the outer tube area (distal end) was damaged. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the image remains green with the video scope. The issue occurred during an unspecified therapeutic procedure and was completed using a similar device. The procedure was delayed by around ten minutes. There were no reports of patient harm.

Event description:
It was reported the image remains green with the video scope. The issue occurred during an unspecified therapeutic procedure and was completed using a similar device. The procedure was delayed by around ten minutes. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.